Event description:
Patient was wearing the pod on the abdomen for longer than 48 hours. Patient reported experiencing a severe low blood glucose event after changing the pod. Patient reported no boluses were administered at that time and denied administering insulin outside of the pod. Patient reported treating with over 100 grams of glucose without effect and subsequently contacted emergency services, at which time glucagon was administered. The healthcare provider reported the event was likely related to user error; however, this has not been confirmed. Details regarding whether the patient was wearing the pod at the time medical attention was sought, date of medical attention, duration of visit, diagnosis, and additional treatment are unable to be determined at this time of the report. A supplemental report will be provided if additional information is received.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: cp1a.260405.005 hardware: pixel 9 pro xl cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.